Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and no issues were observed. Additionally, 10 retains were functionally evaluated for stopper pop off and all samples performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes have had the stopper pop out of the tube 3 times after centrifugation, during transport, or after being recapped. Samples were recollected. There was no health impact or consequences reported.